Manufacturer narrative:
(B)(4) there were multiple reports submitted for this event: MFR# 0001825034-2018-00290. Concomitant medical products: comprehensive reverse humeral tray with locking ring pn115370 ln060730. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a reverse total shoulder arthroplasty. During the procedure, it was noticed that the locking ring would not hold the poly as it appeared to be bent. The deformation was observed as the surgeon was putting the poly into the humeral tray. The surgery was completed using another humeral tray. There was no surgical delay. No patient impact was reported.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error. The event is reported on 0001825034-2018-00290.